Manufacturer narrative:
Date of event: the date of event is unknown. Boston scientific became aware of the event on (B)(6) 2021. Therefore, a date of (B)(6) 2021 was entered to indicate that the event occurred on an unknown day in (B)(6) 2021.

Event description:
It was reported that a stent dislodged inside the patient. The target lesion was located in the proximal left anterior descending artery (lad). A synergy megatron stent was positioned to deploy, but while slowly inflating the balloon, the entire system jumped back into the left main (lm) artery. The stent then had to be deployed at the unintended location. It was unknown what caused the dislodgement. No patient complications resulted in relation to this event.

Event description:
It was reported that difficulty positioning the stent occurred. The target lesion was located in the proximal left anterior descending artery (lad). A synergy megatron stent was positioned to deploy, but while slowly inflating the balloon, the entire system jumped back into the left main (lm) artery. The stent then had to be deployed at the unintended location. It was unknown what caused the dislodgement. No patient complications resulted in relation to this event.

Manufacturer narrative:
B3: date of event: the date of event is unknown. Boston scientific became aware of the event on (B)(6) 2021. Therefore, a date of (B)(6) 2021 was entered to indicate that the event occurred on an unknown day in (B)(6) 2021. Correction: b5: from: it was reported that a stent dislodged inside the patient. To: it was reported that difficulty positioning the stent occurred. H6: from: device dislodged or dislocated to: positioning problem.